Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction: strip issue or/and the strips have an improper storage (out of vial).

Event description:
Customer complains of hi results (more than 600mg/dl). Customer states that feels well and requires no medical attention. The customer's expected blood result is 300-400mg/dl fasting. Verified the strips expire 2/27/2018. Customer confirms the strips have been properly stored and were first opened on (B)(6) 2016. Customer performed a back to back blood test and obtained 284mg/dl and 329mg/dl fasting. Reviewed meter memory: (B)(4). Customer is concern with the blood results of hi that was taken on (B)(6) 2016 at 2:53pm. Customer states that has not tested his blood sugar for a while he just started testing again about a week ago. Customer states that has been on insulin but has not been testing. Customer has not tested since november.